Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a display issue. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse found that the top screen had lines through it and the screen was black/blank on the bottom left corner. To resolve the issue, the fse replaced the entire top level display, and the cardiosave stickers as well. The iabp passed all functional and safety test as per factory specification and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a display issue. The circumstance of the event is unknown; however, there was no patient involvement and no adverse event was reported.